Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The customer contacted olympus technical assistance support (tac) via phone. Following troubleshooting steps were performed, disconnected the cable and cleaned the back, reconnected the cable back and confirmed unit is working. The customer informed tac of the event. The device will not be returned to olympus for evaluation.

Event description:
The customer reported debris at the back of the connection during maintenance involving an olympus xenon light source. There was no patient involvement reported.